Event description:
As reported: "checking set after surgery. The #6 and #8 inserter will not screw into any implant. Both have a bend to them.

Event description:
As reported: "checking set after surgery. The #6 and #8 inserter will not screw into any implant. Both have a bend to them.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the inserter was visually inspected upon return. The inserter shaft is bent. The inserter does not present any other damages. Functional inspection: due to the bending of the shaft, assembly on a cage is not easily possible as the handle is off-centered. Device history review: verification of the shape of the shaft (straight) was done by radial measurement discrepancy of 0.4mm max on each part as per it qc 523. 2 facs were open, 1 related to this radial dimension not conforming and 1 regarding documentation. 15 units scrapped. No rework was reported. Complaint history: in total, there were 60 confirmed failed units for this inserter. Risk analysis: a stand-alone risk table has been established, risk ID# 10.0 captures as a hazard ¿missing/damaged instruments¿ for event occurring during inspection or risk ID# 20.2 captures as hazardous situation ¿instrument damaged(bent/broken) and cannot be used.¿ for event during surgery (cage insertion), occurrence of hazardous situation being 0.05 and severity of harm s0. The event did not create any adverse reaction nor surgery delay (was detected during inspection, not in the or). Risk table severity assessment is therefore adequate. Conclusion: the returned inserter was inspected, and the bending confirmed. No anomaly that could be associated with the event was reported during the manufacturing of batch#11d005. Surgical technique warns about excessive cantilever force that may cause damage to the instrument. The event occurred during inspection, therefore there is no medical risk assessment associated. (B)(4). The reported event is believed to be multi-factorial, one of the factor being probably the transportation conditions as no bending was noticed for this case prior during the previous surgery.